Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection and functional testing were performed. Problem was verified during syringe test and infusion process. The root cause was the left plunger case, broken screw boss, and missing plunger head case screws. Replaced left plunger case and all the plastic parts inside to resolve the issue. Device passed all the functional tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a repeated system failure. There was no physical damage reported. There was no delay in therapy. There was no patient involvement, and no patient harm/adverse event was reported.